Event description:
It was reported that during an unk procedure, the device was activated, and the switch button was working intermittently. They used a second device and the same issue occurred. They used a different device to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that devices a and b were returned in good physical condition. The devices were tested with a gen04 and were functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the devices. It could not be determined why the devices reportedly malfunctioned. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.